Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable ollamer lens, -12.5/+2.0/077 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The lens was removed intraoperatively due to excessive vault and the problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).